Event description:
It was reported that during a right middle lobectomy, stapler would not lock on tissue. Stapler was removed closed and still would lock. Case was completed with a new stapler. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2025. D4: batch#: c9ej95. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. No functional test was performed as the device would not close. Upon disassembling, the spring clamp release was out of position not allowing the device to closed as the release button was not engaging. The condition noted on the device has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. Device history review: a manufacturing record evaluation was performed for the finished device batch number: c9ej95, and no non-conformance's were identified.